Event description:
Additional information received indicated that the patient never had good result with her device. It was noted that she had since had good results with botox therapy. It was indicated that in (B)(6) 2014 patient received a new programmer and there was no communication with the device and programmer. It was added that patient was doing well with botox treatment and does not need to have interstim investigated. It was noted that patient may remove device in future.

Event description:
It was further reported that it was unknown why the device did not for the patient. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient never had a good result with their device. It was noted that the patient had since been getting good results with botox therapy.

Event description:
It was reported that the patient had not felt stim for awhile. The patient had botox injections in her bladder in may- after the botox injection her bladder improved so they didn't pay much attention to the interstim. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v285772, implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).